Manufacturer narrative:
During use of a 6-7f mynxgrip devices for vascular closure, the device jammed and would not deploy. There was no patient injury. The device was used after a diagnostic procedure for a left cath. The competitor sheath was a 6f 10cm. The physician was trained. The patient was overweight. Additional details are pending. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1904301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant device deployment jam¿ could not be confirmed since the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling or damages in the procedural sheath. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This same details of this report were initially submitted under manufacturing report number 3004939290-2019-01252. In that report it also indicated the event was associated with the details submitted under manufacturing report number 3004939290-2019-01251. However, it was subsequently learned that the two devices were used in separate patients and were therefore not related. Therefore, all further details previously reported under report 004939290-2019-01252 will be reported in this new report.

Event description:
During use of a 6-7f mynxgrip devices for vascular closure, the device jammed and would not deploy. There was no patient injury and the device will not be returned for analysis, the device was used after a diagnostic procedure for a left cath. The sheath was a 6f pinnacle x10cm by terumo. The physician was trained. The patient was overweight. Additional details are pending.